Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead on some stored electrograms (egm), which may have "interfered" with mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.